Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one sample was reviewed for evaluation. The returned device was noted to have kinks through the catheter shaft and the device. During functional testing, the device was not able to be flushed with water. However, an in house guidewire was able to be advanced through the device although slight resistance was noted when the guidewire moved through the kinked areas. The balloon was then inflated to nominal pressure and water was noted to be exiting from the distal end. Under magnification, a longitudinal rupture was noted to the balloon. One electronic photo was submitted for review. This photo shows the outer labeling of the device referencing catalog number and lot number. Two x-ray images were reviewed by alexander fairman, md. The image shows the device near the ankle with a small extraluminal contrast. The balloon appears inflated in a long segment along the tibial artery. Due to the lack of the quality of the picture, it is difficult to determine if a rupture is present or not. Based on the medical photo review, no failure mode could be confirmed for. Therefore, the investigation can be confirmed for the reported balloon rupture as a longitudinal rupture was noted to the balloon during sample evaluation. The definitive root cause for the reported balloon rupture could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2022),g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pta procedure, the balloon allegedly leaked fluid upon injection. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, images and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during a pta procedure, the balloon allegedly leaked fluid upon injection. The procedure was completed using another device. There was no reported patient injury.